Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's battery site was in an uncomfortable location. In turn, surgery occurred on (B)(6) 2019 to relocate the ipg, which resolved the issue.